Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. The 3.0 x 23 mm xience v stent was implanted via direct-stenting; however, a dissection occurred, which was treated with a 2.75 x 15 mm xience v stent. The patient was reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU) states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, no pre-dilatation was performed. It should be noted that the xience v IFU instructs the user to pre-dilate the lesion with a ptca catheter. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred.